Manufacturer narrative:
E:(B)(6).

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed an internal battery alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. Investigation is ongoing.

Manufacturer narrative:
The service engineer (se) performed a visual inspection and reported that there was no damage to the coating. The se then confirmed that "running on internal battery" (error code 1212) had occurred by breaking the power cord. The se resolved the issue by replacing the power cord.

Manufacturer narrative:
The device was evaluated by a service engineer (se), and it was confirmed that the device could not use ac (alternating current) power, due to a disconnection of the power cord. The se reported that the cause of the disconnection for the power cord was due to an external factor. The se noted that the power cord needed to be replaced, and is waiting for customer approval.